Manufacturer narrative:
Additional information was received that the patient underwent an explant of the two ipgs and did well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had two stimulators and one would not charge properly. The patient will undergo a revision procedure wherein the two ipgs will be removed and replaced.

Event description:
A report was received that the patient had two stimulators and one would not charge properly. The patient will undergo a revision procedure wherein the two ipgs will be removed and replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).